Event description:
There was an allegation of questionable results for crep2 creatinine plus ver.2 for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, the initial creatinine result was 180.7 mmol/l. On (B)(6) 2023, a new sample was collected and the creatinine result was 95.9 mmol/l. On (B)(6) 2023, the first sample was repeated twice and the results were 96.4 mmol/l and 99.7 mmol/l. On (B)(6) 2023, the first sample was repeated again and the result was 91.6 mmol/l.

Manufacturer narrative:
The reagent lot number is 70616301 and the expiration date is 31-oct-2023. The calibration and qc data provided was acceptable. The alarm trace showed multiple no fluid alarms. The field service engineer (fse) replaced two probes, tightened the transfer head mechanism, checked the extra wash cycles, exchanged the photometer lamp, and replaced the needles. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.